Event description:
This case was initially received via regulatory authority (B)(6) on 03-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), syncope ("fainting"), bone pain ("very strong pain in bones"), back pain ("pain in back") and migraine ("migraine"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, syncope, bone pain, back pain and migraine had resolved. The reporter considered abdominal pain, back pain, bone pain, migraine and syncope to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 06-oct-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.385 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.